Event description:
A (B)(6), male, pt, called zoll customer support to report that his monitor case was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4), has been completed. The reported problem (damaged monitor case) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case. This prevented the monitor from properly communicating with the electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The pt received a replacement monitor.